Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with their sensor and blood glucose readings. It was reported that the customer's blood glucose level at the time was 44mg/dl, and the sensor readings was 86mg/dl. The customer's most current level was reported to be 117mg/dl. Troubleshoot was reported to be conducted, and the customer was advised on proper insertion sites.